Event description:
Caller reported that pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.